Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a peripheral angioplasty treatment procedure, the angioplasty balloon burst inside of the pt. The lesion being treated was a non-calcified, 80% stenotic, de novo lesion in the non-tortuous, 6 mm diameter proximal right popliteal artery. The physician used a 6f introducer sheath and a glidewire guidewire to access the lesion from the left femoral artery. There were no difficulties navigation the balloon through the sheath or inflating the balloon. The physician was able to inflate the balloon on the first attempt. The physician did not realize the balloon had ruptured until the catheter shaft was out of the sheath and he noticed that the balloon was missing. The pt's condition was stable and asymptomatic during this event. The pt was transferred to the operating room for successful retrieval of the balloon. Current pt status is reported as "discharged from hospital/good condition."